Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having problems with pain at the ins site in their back shortly after an automobile accident. The patient reported that they had ¿gone through everything¿ regarding treatments and they were still having problems with the pain. The patient planned to follow up with their healthcare provider (hcp). No further complications are anticipated.